Event description:
It was reported that during a laparoscopic gastric bypass procedure, the pt needed a blood transfusion postoperatively due to bleeding in the stomach's staple line. Pt received at least two units.